Event description:
Our MDR oversensing was reported after an implantation time of 10 months. Lead was explanted.

Manufacturer narrative:
Ous MDR the electrical performance of the lead under complaint was scrutinized. The analysis did not reveal any sign or a material or mfg problem. There was no sign of a lead fracture. Particularly with regard to the issues mentioned in the complaint, the analysis did not demonstrate any deviations from the technical specifications. The injuries to the lead's outer insulation are probably due to the ligature. To induce damage, symptoms such as the deformation of the shock coil require excessive mechanical stress. Mechanical forces emanating from the explantation procedure should be taken into consideration.